Manufacturer narrative:
The returned device was evaluated. During investigation it was found that the lens covering the alarm led is broken off / missing. There was no product performance issue related to spo2 and pulse rate identified. A service history record review reveals that this unit was in the field for over five (5) years with no previous reported issues related to this reported event

Event description:
The customer reported inaccurate readings. The customer also indicated the unit had a missing lens. No consequences or impact to patient were reported.